Manufacturer narrative:
This report originally filed as 1119421-2016-01732. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was exchanged due to an unknown reason. Additional information was received reporting the patient experienced a capsule rupture.